Event description:
The stylet could not be advanced in the lead. The lead was replaced and the patient was okay.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.